Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry.

Event description:
During device preparation, a loss of rf telemetry was observed on the device and was unable to be interrogated. The event was resolved by replacing the device. The patient was in stable condition.